Manufacturer narrative:
P-cap or reservoir locks properly into place. After battery installation device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unit unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self test or verify missing segments or partial display or critical pump error due to display anomaly. Device received with missing display window cover, pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 420 mg/dl. The customer reported that insulin pump had partial screen in critical error. Insulin pump had solid white display, on top there was physical damage. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.